Event description:
It was reported that the ventricular catheter was slipping out of the ventricle and was revised surgically.

Manufacturer narrative:
The instruction for use that accompanies this product states the following. "After the catheter is located in the proper position of the ventricle.. The right angle clip can be secured to adjacent tissue by passing sutures through the two suture holes on the sides of the clip." The product was discarded at the hosp and was not available for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided.